Event description:
It was reported that during reprocessing, the yellow plastic tip around the forceps was cracked and damaged on a maryland bipolar forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the nonconformance was a broken yaw pulley. The yaw pulley was missing a piece at the base of the grips. No signs of arcing were observed. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.